Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead returned; blood in/on helix mechanism.

Event description:
It was reported that during implant attempt, the lead could not be removed from a 9 fr sheath. There appeared to be an area along the insulation that was not smooth where the sheath got stuck. The lead was not used. No patient complications were reported as a result of this event.